Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced higher-than-usual blood glucose while using the ilet system after running out of insulin, changing supplies, and resuming deliveries; the user was using a steel needle infusion set and suspected placement in scar tissue, and no device alarms or alerts occurred. Symptoms included hyperglycemia and tiredness. Outcomes included use of subcutaneous fast-acting insulin as back-up therapy and no medical intervention or hospitalization. Investigation included complaint intake review and user troubleshooting and education regarding a full supply change and infusion site considerations. Investigation of this case revealed that the cause of the elevated glucose remained unclear, with possible contribution from infusion site scar tissue and prior insulin supply lapse; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.